Manufacturer narrative:
Device evaluation 1 unit of lot c2186998 of echo-hd-22-ebus-o-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2024. On evaluation of the devices the following observations were made: visual inspection: broken distal tip of needle returned separately to device. Kink observed at notch of broken distal needle tip. Distal end of needle examined and observed to be broken approx. 2.8cm from tip of sheath (ruler ipe0402). Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Manufacturing records prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2186998 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109) image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. The root cause could be attributed to use error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. The needle kink at the notch observed during lab evaluation is likely to have been a cascading effect of the broken needle and potentially could have occurred during the removal process of the broken tip using the bronchoscope and bx forceps as per information provided in additional information. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient underwent x-rays that wouldn't have had to be done, and anaesthesia was needed to provide a deeper level of sedation which increases risk. No adverse effects were noted afterwards. The broken needle tip was recovered immediately with bronchoscope and bx forceps. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction report is being submitted following a review of this complaint file to update a code.

Event description:
Per complaint email received: we were doing an ebus this morning and the needle tip actually broke off inside the patient's lungs and we would like to place a complaint. Patient outcome: we were able to get the needle tip out using the bronchoscope and bx forceps. The patient had to stay longer for x-rays but was able to go home after that. We were not able to get samples at the last lymph node as the procedure was aborted. The patient may require another procedure due to this fact. The patient may need another ebus, the patient underwent x-rays that wouldn't have had to be done and anesthesia was needed to provide a deeper level of sedation which increases risk. No adverse effects were noted afterwards. Patient/event info - notes: information was received via email on 09sep2024. 1. What is the gpn and lot number of the device? G34281, lot c2186998 2. Is the device available to be returned? The device with packaging was saved and is available to be returned 3. Was the device able to be removed? We were able to get the needle tip out using the bronchoscope and bx forceps 4. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? The patient had to stay longer for x-rays but was able to go home after that 5. Did the patient experience a delay or require any additional procedure due to this occurrence? We were not able to get samples at the last lymph node as the procedure was aborted. The patient may require another procedure due to this fact. 6. Did the product cause or contribute to the need for additional procedures? The patient may need another ebus, the patient underwent x-rays that wouldn't have had to be done and anesthesia was needed to provide a deeper level of sedation which increases risk. 7. Has the complainant reported any adverse effects on the patient due to this occurrence? No adverse effects were noted afterwards. 8. Has the complainant reported that the product caused or contributed to the adverse effects? The physician believes the needle was at fault. Information received via email 18sep2024: 1. Please confirm if a replacement device is requested. If yes, please provide a purchase order for the replacement. 2. Are images of the device or procedure available? N/a, yes, no 3. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no a. If no, please specify where the damage is located: 4. Was gaining access to the target site difficult? N/a, yes, no 5. Was the device used in a tortuous position? N/a, yes, no 6. Was puncture of the target site difficult? N/a, yes, no 7. Which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 8. Please describe the size of the intended target site. 9. Was the device damaged in packaging prior to removal? N/a, yes, no 10. Was the device damaged on removal from packaging? N/a, yes, no 11. Was force required to remove the device? N/a, yes, no 12. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no a. If yes, please specify what was observed and where on the device it was observed. 13. What is the scope manufacturer and model number that was used? 14. Was resistance felt while inserting the device through the scope? N/a, yes, no 15. Was the scope recently serviced / repaired? N/a, yes, no 16. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 17. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no 18. Was difficulty experienced while retracting the needle? N/a, yes, no 19. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no 20. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no 21. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no 22. How many samples were obtained (passes completed) with this needle? 23. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no 24. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no 25. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no 26. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? 1. Yes a replacement is requested. 2. The device is being returned with the needle tip that brock off 3. No the damage was higher up 4. Yes 5. No 6. Unsure 7. 4r 8. 8.9mm 9. No 10. No 11. No 12. Yes, bent at the tip lower then where it broke off 13. Fuji ebus scope model# eb530us 14. No 15. No 16. The issue was noted when the needle tip broke off 17. Yes 18. Not prior to it breaking 19. Yes, what was left after the needle broke was easily retracted 20. Unsure 21. No 22. 7 passes were completed, it broke on the 8th 23. No 24. No 25. Unsure 26. Unsure.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.